Event description:
Reporter indicated that pt has experienced swelling on the left chest and down their left arm. The pt has been seen by physician several times to have fluid drained from the swollen area. The pt was hospitalized in 2002 and was administered IV antibiotics via pic line. Vns therapy was initiated during the week in 2002 and has helped with the pt's seizure control.